Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was placed while the patient was in atrial arrhythmia. The patient self converted, after which p-wave undersensing and non-capture was noted. Multiple positions were attempted during a lead revision. However, all exhibited poor p-waves and high threshold. A new ra lead was attempted. To gain venous access, the physician intentionally breached the existing ra lead insulation and threaded a wire through into the venous system. Multiple attempts were made to reposition the ra lead as high threshold, no capture, p- wave undersensing, and inability to sense p-waves at times were noted. Both ra leads were removed. No patient complications have been reported as a result of this event.